Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion in/around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported that they did rewind the insulin pump. Customer ran displacement test and they passed. Insulin pump also passed auto ran test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.